Manufacturer narrative:
(B)(4). Unknown. Patient underwent explant surgery on (B)(6) by dr. (B)(6). He was advised the device was retrieved in pieces. The surgeon felt that the hernia was too big for another linx device and so a partial fundoplication was performed. The patient had an allergic reaction to ¿the glue¿ and so he was hospitalized for three days. He has had resolution of reflux symptoms since the surgery once he was recovered. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. When was the device implanted? What is the device lot and serial number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images.

Event description:
It was reported that the patient received the letter from torax regarding the potential for a discontinuous device and he followed up for imaging. A discontinuous device was confirmed via: chest x-ray imaging and he wants a replacement device. His implant surgeon was dr. (B)(6) as he lived in (B)(6) at the time but has since relocated to (B)(6) he has followed up with dr. (B)(6) and his pre-op visit is scheduled for (B)(6) 2018 and dr. (B)(6) will perform the replacement procedure. The device was originally implanted on (B)(6) 2016 and he had been experiencing renewed gerd symptoms for quite some time and didn¿t recall specifically when they began recurring.

Manufacturer narrative:
(B)(4). Device analysis: visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. The remaining device characteristics show no anomalies for a device that has been reasonably changed as part of the explant procedure. Analysis found that the returned device had an exposed weld ball visible paired with the washer side of the adjacent bead. The washer through hole was measured with computed tomography (CT) and found to be out of specification. The paired weld ball diameter was found to meet specifications. Overall review of the device function and dimensions, excluding the out of specification washer hole, show no anomalies from a device that has been reasonably changed as part of the explant procedure. As the device was tested to 250g tensile force in production, it is presumed that a certain geometric combination of the weld ball and the washer hole resulted in the device separation in vivo. The DHR for lot 10717 was reviewed. No reworks, ncs, or defects related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 02/05/2019. Additional information received: I was wondering if you had a record of the device model/lot number/serial number for this linx? And if the patient had any x-rays showing the device discontinuity performed with dr. (B)(6) before he moved to (B)(6)? Response: his implant surgery was on (B)(6) 2016. The device has a lot number of 10717, serial (B)(6), model lxmc17. Cxr done at hoag on (B)(6) 2018 which shows the linx is in discontinuity. The DHR for lot 10717 was reviewed. No reworks, ncs, or defects related to the product complaint were found. Lot 10717 is affected by the linx recall (recall number z-2041-2018) initiated in april 2018.

Manufacturer narrative:
(B)(4). Date sent: 03/04/2019. Imaging results. [(B)(4) imaging results_redacted.pdf].

Manufacturer narrative:
(B)(4). Additional information received: medical records received. Please see attached. (B)(6) 19 I had the opportunity to review operative notes received from dr. Leeds and the patient. This is a 65 year old patient with extensive history of gerd who had an uncomplicated linx implant procedure on (B)(6) 2016 by dr. (B)(6). Patient subsequently developed a discontinuous linx device which was removed by dr. (B)(6) in (B)(6) 2018 and partial fundoplication was performed. In (B)(6) 2019, patient presented with an incarcerated but not obstructed incisional hernia which operative note indicates was at ¿prior prostate laparotomy site.¿ this operation proceeded without difficulty. Unfortunately, a week later on 1/31, the patient required a return to the operating room for an early recurrence of this same ventral hernia this time with signs of obstruction. That procedure proceeded as expected with the patient sustaining a small serosal tear in the bowel that was adherent to the previously placed mesh. This was appropriately addressed by oversewing with vicryl suture. The remainder of operation proceeded as anticipated. The patient returned to the operating room on (B)(6) 2019 to drain a subcutaneous abdominal abscess in the area of the previous hernia repair. This was treated by open drainage and allowed to heal by secondary intention. Finally, patient underwent at a new hospital a third incisional hernia repair where a small bowel enterotomy was created again, not unexpectedly with this surgical history and appropriately addressed by the primary surgeon, dr. (B)(6). In summary, this patient has had an unfortunate but not unheard of series of complications secondary to his incisional hernia which occurred unrelated to the linx procedures at the site of a previous prostatectomy laparotomy incision. Per ees medical consultant.